Manufacturer narrative:
Product analysis: analysis could not confirm customer comment that the external pulse generator failed to turn on and on/off buttons do not always work. However it was noted that the output connector assembly was broken. The main printed circuit board was out of specification electrically and the epg displayed an error code twice. The keypad was scratched. The encoder assembly and one knob were contaminated. The lower case was broken. The battery wires were pinched but the wire insulation was not compromised. The display wires were pinched with wire insulation exposed. One encoder nut was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator failed to turn on. There was no patient involvement. It was further reported that the on/off button does not always work. The epg was returned for service. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.